Event description:
Advancing through the sheath on left side, stent stayed in the sheath, balloon moved forward.

Manufacturer narrative:
Analysis of the returned device yielded a balloon catheter which had been deployed and then deflated. Bodily fluids were evident throughout the device. No stent was present on the catheter; however, crimp marks were visible on both the balloon and the catheter shaft. The returned 7fr french introducers had what remained of a balloon catheter protruding from the hemostasis valve. The shafts had been significantly necked down and no manifolds were attached. It is probable that the shafts had snapped while attempting to remove the balloon catheters from the introducers. We were unable to determine the brand and model of the 10x80mm balloon catheters; however, it is not a size that atrium currently manufactures. Duplication of the issue was not possible as neither of the balloon catheters was able to be dislodged from its respective introducer. A review of the lot qualification data completed by quality control prior to shipment yielded no anomalies . Without specific films or procedural details encountered during the implant, it is difficult to reproduce the exact scenario which occurred in the catheter lab and therefore determine root cause. Based on the info provided as well as no issues observed with either the data retained in quality control or the observations recorded. Atrium can find no fault with the mfg process or the catheter in question.